Manufacturer narrative:
Aroa's review of manufacturing documentation for the subject lot (ert-25g22) has confirmed that the devices were produced in accordance with the established procedures. All process specifications and final release specifications were satisfied. Adhesion and bowel obstruction are noted as potential complications in the instructions for use of the device. There was no evidence to indicate that the device caused or contributed to the event.

Event description:
It was reported by a united kingdom based surgeon that a patient underwent a robotic perineal hernia repair on (B)(6) 2026 with ovitex lpr placed on top of the bladder. The patient was discharged at the end of (B)(6). The patient was re-admitted to the local hospital with a bowel obstruction and underwent re-operation on (B)(6) 2026 where adhesions to the bowel were noted. Bowel resections were performed as needed to address the adhesions.